Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent delivery system advanced to the moderate tortuous, femoral artery, heavily calcified, 100% stenosed lesion. Stent deployment was initiated. After 1-2 centimeters (cm) of the stent exited, the stent was unable to exit any further utilizing the thumb slide. The deployment lock was opened to further deploy the stent. More thumbslide was required than usual to deploy the stent; however, good results were noted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment difficulty was not able to be confirmed as the stent had already been deployed. It may be possible that the distal sheath was bent or entrapped in the heavily calcified, 100% stenosed lesion such that the ratchet was unable to engage the stent properly resulting in deployment difficulty; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.